Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. The 3.0x15mm nc trek balloon dilatation catheter was noted to be losing pressure when attempting to be inflated. The device was inflated once to 8 atmospheres. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.